Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a rise in right ventricular (rv) lead thresholds was observed since the date of implant. A chest x-ray confirmed the placement of the lead had not changed since implant. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.